Event description:
It was reported that the patient had a surgical procedure to implant a new inflatable penile prosthesis (ipp) reservoir. A new reservoir was connected to the cylinders and pump after the original reservoir was previously removed to make room for a hernia surgery unrelated to the device. No further patient complications were reported.